Event description:
Spontaneous call from patient¿s father. Family received new replacement pump, but was prompted to ask for a code when battery was placed in. Advised that pump has lost its programming and another replacement will have to be sent. Pump was not in use by the patient and patient did not experience any ade. Patient does have a functional pump while waiting for replacement. No other information known. Product fault did not occur while in use by the patient: patient will return device and replacement device was sent. Reported to (B)(6) by: patient/caregiver, strength: 5mg/ml. Dose or amount: 122ng/kg/min, frequency: continuous, route: sq, dates of use: from (B)(6) 2018 to current, diagnosis or reason: pah.